Manufacturer narrative:
Concomitant product(s): (2)20029e, therapy date (B)(6) 2016. No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between the connection of the syringe and the filter. The tubing was replaced 3 times. The patient was with an open chest and unable to achieve diuresis. Once the infusion was changed to a bag with primary tubing, the patient had an immediate increase in urine output. There was no report of patient harm.